Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, seroma, and lymphadenopathy.

Event description:
Patient reported right side capsular contracture baker grade IV, sudden severe pain, increase in local temperature and slight skin hyperemia, rippling, liquid content, presence of intramammary lymph node in qse. Patient later reported cysts and "local inflammatory/reactive process". Patient later reported "unable to work, drive or carry out the training routine because of the pain." Device remains implanted.